Manufacturer narrative:
Product ID: 3708220, serial# (B)(4), implanted: (B)(6) 2012, explanted: (B)(6) 2016, product type: extension. Product ID: 3487a-45, lot# va0220t, implanted: (B)(6) 2012, explanted: (B)(6) 2016, product type: lead. Product ID: 3487a-45, lot# va02scq, implanted: (B)(6) 2012, explanted: (B)(6) 2016, product type: lead. Product ID: 3778-60, serial# (B)(4), implanted: (B)(6) 2012, explanted: (B)(6) 2016, product type: lead. (B)(4).

Event description:
The healthcare professional (hcp) reported that the depleted battery was replaced on (B)(6) 2015. No issues were reported post operative. There was a report of a stimulator pocket infection during normal use. Approximately a week prior to the initial report, the suture line became edematous and erythemic. It was reported that the middle of wound developed small dehiscence. A possible stitch rejection caused a wicking effect. Drainage was reported and a removal of the battery and leads was going to occur. It was unknown if the issue was resolved at the time of the report. The manufacturer representative (rep) later reported that they had no information yet in regards to if the infection at the implantable neurostimulator (ins) pocket was resolved. Relevant medical history includes spinal pain. No outcome was reported in regards to the infection. Further follow-up is being conducted to obtain this information. If additional information is received, a follow up report will be sent.

Manufacturer narrative:
Information references: the main component of the system and other applicable components are: product ID: 3708220, serial# (B)(4), implanted: (B)(6) 2012, explanted: (B)(6) 2016, product type: extension. Product ID: 3487a-45, lot# va0220t, implanted: (B)(6) 2012, explanted: (B)(6) 2016, product type: lead. Product ID :3487a-45, lot# va02scq, implanted: (B)(6) 2012, explanted: (B)(6) 2016, product type: lead. Product ID: 3778-60, serial# (B)(4), implanted: (B)(6) 2012, explanted: (B)(6) 2016, product type: lead. Analysis of the implantable neurostimulator (s/n: (B)(4)) found that the device had good stable output. (B)(4) now pertains to the implantable neurostimulator (s/n: (B)(4)). Pertain to the implantable neurostimulator (s/n: (B)(4)). A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Concomitant products: product ID: 3708220, serial# (B)(4), implanted: (B)(6) 2012, explanted: (B)(6) 2016, product type: extension. Product ID: 3487a-45, lot# va0220t, implanted: (B)(6) 2012, explanted: (B)(6) 2016, product type: lead. Product ID: 3487a-45, lot# va02scq, implanted: (B)(6) 2012, explanted: (B)(6) 2016, product type: lead. Product ID: 3778-60, serial# (B)(4), implanted: (B)(6) 2012, explanted: (B)(6) 2016, product type: lead.

Event description:
It was reported that a new lumbar stimulation system was implanted on (B)(6) 2016.

Manufacturer narrative:
Concomitant medical products: product ID 3708220, serial# (B)(4), implanted: (B)(6) 2012, explanted: (B)(6) 2016, product type: extension. Product ID 3487a-45, lot# va0220t, implanted: (B)(6) 2012, explanted: (B)(6) 2016, product type: lead. Product ID 3487a-45, lot# va02scq, implanted: (B)(6) 2012, explanted: (B)(6) 2016, product type: lead. Product ID 3778-60, serial# (B)(4), implanted: (B)(6) 2012, explanted: (B)(6) 2016, product type: lead. Analysis results were not available as of the date of this report. A follow-up report will be submitted when analysis is complete. (B)(4). A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.